Event description:
Patient presented to the physician with a large abscess at the neck incision site and significant swelling at the chest incision site, with purulent discharge. Due to infection, the physician brought the patient into the or, removed the ipg, sensing lead, and a portion of the stimulation lead. Both pockets were irrigated with an antibacterial solution, and the incisions were closed. Physician placed the patient on IV antibiotics following the procedure.